Manufacturer narrative:
The reported event was confirmed during functional testing of the autopulse lithium ion battery (sn (B)(4)); however, a root cause could not be conclusively determined through this evaluation. The battery was received with no physical damage and four green leds illuminated on the battery status indicator. The battery was functionally tested by inserting into a good known reference autopulse multi chemistry charger (mcc) and the mcc illuminated a red battery charger led indicating that the mcc was unable to charge the battery. It was noted that the battery status indicator illuminated no battery status led following the charging attempt indicating that the battery was disabled. Review of the retrieved archive data indicated multiple over voltage errors in the entire archive data, the archive's write and seal data was overwritten.

Event description:
It was reported that the autopulse li-ion battery (sn (B)(4)) was inserted in an autopulse platform and upon power up, the user control panel displayed a "replace battery" message. The same issue was observed after the battery was inserted using another platform. The customer stated that the battery was fully charged prior to platform insertion. Following this, the customer inserted the battery in an autopulse multi chemistry charger and was unable to successfully charge. The platform was tested using another battery and operated as intended. The issue occurred during routine check, no patient was involved with this event.